Manufacturer narrative:
Corrected e1, e2, e3 and g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the pacemaker, there were possible complications noted during the procedure. Two days post temporary pacemaker placement, the patient had multi-system organ failure and their rhythm changed to asystole and passed away. It was further reported that the patient had pre-existing health conditions and was placed on a temporary pacemaker. Two days post the temporary pacemaker placement, the patient had multi-system organ failure. It was noted that the patient¿s cardiac rhythm changed to asystole and the patient was deceased. The epg is expected to be returned for evaluation.

Event description:
It was reported that intra operatively during the placement of the pacemaker, there were possible complications noted during the procedure. Two days post temporary pacemaker placement, the patient had multi-system organ failure and their rhythm changed to asystole and passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.